Manufacturer narrative:
The customer was provided a bench repair form to send the device in for evaluation and repair. The customer device was received to the bench and the customer was provided a repair for the device. The repair quote for the device was not accepted.

Event description:
The customer reported that the system is gives a speaker malfunction error message. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.